Event description:
It was reported that the tip of a catheters was perfectly cut off. Also stated patient experienced bleeding and pain, felt a scraping against the patient's urethra. No medical intervention was reported. Per sample evaluation determined through evaluation that the tip of the catheter was not formed properly. During sample evaluation, it was determined that the cut catheter was caused because the catheter was sticking out of the packaging during sealing causing a sterile barrier breach.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one clean cath catheter was received in the original opened packaging. Visual evaluation noted the tip of the catheter was cut off, and upon further inspection the tyvek seal near the tip end of the packaging was almost complete except for one void that perfectly fit the device through it. This gives supporting evidence that the catheter wasn't loaded properly in the packaging, and the tip was cut during the sealing of the package. This fails to meet specifications stating components trapped in seal are not permitted. The eyelets were present on the device. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be not enough depth in cavity. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of a catheters was perfectly cut off. Also stated patient experienced bleeding and pain, felt a scraping against the patient's urethra. No medical intervention was reported.